Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp dislodged during release and became free-floating. It was elected to retrieve the device and complete the procedure using a transvenous pacing system on (B)(6) 2025. The patient was stable.